Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to function properly, and the rails or stop mechanism required repair. The drawer had to be slammed in order to register as closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer needed rails they were sticking, replaced the drawer, configured, checked voltage and wiring, and confirmed successful operation with the customer, completing the service. The system functioned as intended after the field service engineer repaired the device.